Event description:
It was reported that approximately 79 months after a left total hip replacement procedure, the patient underwent a revision procedure to address chronic dislocation. Preoperative and postoperative diagnoses indicated unstable left hip arthroplasty. Findings indicated both well positioned and stable cup and stem, with osteolysis surrounding the cup. There was moderate polyethylene wear, with abrasions throughout the dome of the polyethylene. There was damage to the rim of the polyethylene liner at approximately 10 o'clock from neck impingement. The surgeon performed a revision of the polyethylene liner and femoral head. A posterior lip liner and larger femoral head were used to lengthen the leg in order to improve the stability of the hip. The patient was awakened, extubated, and transferred to the post anesthesia care unit in stable condition. There were no intraoperative complications identified. No additional information is available.

Manufacturer narrative:
D10: (B)(6) - 130-32-51 - nv gxl liner neutral, 32mm ID group 1 cups. (B)(6) - 188-00-08 - wedge plasma s/o sz 8. (B)(6) - 186-01-50 - integrip cc, cluster 50mm, g1. (B)(6) - 180-65-20 - alteon 6.5mm screw, 20mm. (B)(6) - 170-32-00 - biolox delta femoral head 32mm od, +0mm. (B)(6) - 101-45-20 - 4.5mm drill bit 20mm. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2022-01018. The revision reported was likely the result of chronic dislocation as reported. The reported dislocations could have been a contributing factor to the prosthesis wear of the acetabular liner. However, the history of dislocations and cause of the acetabular liner damage cannot be confirmed as the device was not returned for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.